Manufacturer narrative:
A ge service rep performed an onsite investigation. The video signal was calibrated. The pick-up tube power supply and the image quality were adjusted. No further repair info is available.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.